Event description:
It was reported the scs system was explanted on (B)(6)2021 to address the issue.

Manufacturer narrative:
The reported event of lead migration cannot be confirmed with product testing alone. The returned octrode lead passed all functional testing and setscrew marks were observed on the last terminal end electrode which indicates the lead was properly secured in the ipg header. No root cause was identified for the reported issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing numbers: 3006705815-2021-00828. It was reported that one of the patients lead migrated from t7 to t11. As a result, the patient is unable to get and MRI and has ineffective therapy. Surgical intervention may be pending to address the issue.